Event description:
The customer reported that intermittently they would lose the ability to monitor their telemetry patients, especially after admitting new patients. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.